Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device passed the homechoice rite functional test ((B)(4)) and the homechoice rite electrical test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain,use error inappropriate bypass of the initial drain & tidal uf removal set too low. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). Evaluation codes needed to be included. The label review found the labeling adequate for this complaint

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 7. The patient's drain volume was 2487ml. The fill volume was 1500ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse there is no record that the patient reported having symptoms of overfill or excessive drain volumes. The nurse stated that since this event the patient's prescription and fill volume have been manipulated as the patient was having issues (unspecified). The nurse stated that the patient resumed therapy. There was no patient injury or medical intervention reported.